Event description:
Procedure: caries removal and stainless-steel crown placement on ur primary second molar. During distal interproximal prep, cutting head of 169 broke (1mm fragment) within sulcus. Unable to be located intraorally via clinical exam or intraoral radiograph. Isodry (isolation system) was in place throughout entirety of treatment. Patient did not display any signs of respiratory distress. Completed dental treatment with different 169 bur. Patient was escorted to chp ed for chest x-ray to rule out ingestion/aspiration. Fg 169 (midwest once) - ref# (B)(4) / lot# 1604943 / expiration 12-2029.